Event description:
The physician reports performing cataract surgery with implantation of the crystalens in the pt's right eye. Postoperatively, the pt had significant induced myopia and problems with near vision secondary to lens vaulting. There was no bcva decrease associated with the vaulting, however, prk was performed in order to address the refractive error.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue. The lens remains implanted in the pt, however, b&l performed an analysis on three iols from the same mfg lot. The results of the investigation reveal that all three lenses were correctly labeled as 29.50 d lenses. Root cause: according to the physician, the root cause of the reported problem of induced myopia was related to vaulting of the lens.